Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / essure device was noted to be embedded in the wall of the uterus andthis was removed with some difficulty.") In a 31 year-old female patient who had essure inserted (lot no. B34602) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stress incontinence, abdominal discomfort, pelvic pain, asthma, endometrial polyp, heart disease, unspecified, heart disease, unspecified, miscarriage, pregnancy, endometriosis, dysmenorrhea, stress urinary incontinence, menometrorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3125 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion ("there is single metallic coil embedded within the myometrium adjacent to the right cornu. Extension into the cornu or fallopian tube is not identified."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted: removal date. As per argus (B)(6) 2014. As per mr: (B)(6) 2022. Both had 4-6 coils extending from the tubal ostia into the uterine cavity with good appearance of placement. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 29-aug-2014: received without fixative labeled "essure left, right" are two thin silver metallic coils, the smaller of which is still coiled measuring 3.3 cm in length 0.2 cm in diameter, and the longer of which is uncoiled (straightened) and measures approximately 15.0 cm in length less than 0.1 cm in diameter.; on (B)(6) 2022: additional findings: single silver metallic essure coil identified embedded in the myometrium adjacent te the right cornu. Microscopic description: only one metallic essure coil was identified in this specimen. This was present embedded in the myometrium adjacent to the right cornu. Gross description: myometrium: there is single metallic coil embedded within the myometrium adjacent to the right cornu. Extension into the cornu or fallopian tube is not identified. No perforations are appreciated. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added event - medical device removal updated to essure micro-insert embedded" new event "partial expulsion of essure micro-insert" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / essure device was noted to be embedded in the wall of the uterus and this was removed with some difficulty.") In a 31 year-old female patient who had essure inserted (lot no. B34602) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stress incontinence, abdominal discomfort, pelvic pain, asthma, endometrial polyp, heart disease, unspecified, heart disease, unspecified, miscarriage, pregnancy, endometriosis, dysmenorrhea, stress urinary incontinence, menometrorrhagia and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3125 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion ("there is single metallic coil embedded within the myometrium adjacent to the right cornu. Extension into the cornu or fallopian tube is not identified."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted: removal date. As per argus (B)(6) 2014. As per mr: (B)(6) 2022. Both had 4-6 coils extending from the tubal ostia into the uterine cavity with good appearance of placement. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: received without fixative labeled "essure left, right" are two thin silver metallic coils, the smaller of which is still coiled measuring 3.3 cm in length 0.2 cm in diameter, and the longer of which is uncoiled (straightened) and measures approximately 15.0 cm in length less than 0.1 cm in diameter.; on 18-aug-2022: additional findings: single silver metallic essure coil identified embedded in the myometrium. Adjacent te the right cornu. Microscopic description: only one metallic essure coil was identified in this specimen. This was present embedded in the myometrium adjacent to the right cornu. Gross description: myometrium: there is single metallic coil embedded within the myometrium adjacent to the right cornu. Extension into the cornu or fallopian tube is not identified. No perforations are appreciated. Lot number: b34602, manufacture date:2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 23 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 240 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 23 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 240 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.